Event description:
It was reported that the patient was experiencing atrial flutter, and a p-wave measurement was not taken during the remote transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5086mri52 lead, implanted (B)(6) 2012. (B)(4).